Manufacturer narrative:
Tracking number: (B)(4). (B)(4).

Event description:
According to the reporter, during an roux-en-y procedure, the surgeon used a powered handle. When the jaws function check was attempted, the silver toggle did not work and the jaws did not open following closing. Again the silver toggle was pushed to open the jaws after the blue button was pushed, however, the jaws did not open. A new reload was opened to correct the problem. No other adverse events were reported.

Manufacturer narrative:
(B)(4) evaluation summary post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (powered handle 1) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. The reinforcement material was properly placed. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusions.